Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel at the left arm. A xxl/14-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However,during inflation at nominal pressure, the balloon ruptured. Subsequently, another xxl/18-6/5.8/75 xxl esophageal balloon catheter was advanced but it also ruptured after being inflated to nominal pressure. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a xxl device - 14-4/5.8/75 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel at the left arm. A xxl/14-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However,during inflation at nominal pressure, the balloon ruptured. Subsequently, another xxl/18-6/5.8/75 xxl esophageal balloon catheter was advanced but it also ruptured after being inflated to nominal pressure. The procedure was completed with a different device. No patient complications were reported.